Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was over 700 mg/dl and was taken to the hospital for assistance. Customer stated that she was having numerous problems with her infusion sets, she had multiples bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.